Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4(expiration date) was incorrectly updated in the initial report. Correction has been made.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an error message was reported with the adc device. Customer reported a "failure" with a adc device. Adc customer service was able to contacted the customer. Customer stated that they had called previously to report the product issue of "replace sensor" error message and unable to obtain readings. Customer reported that there was no adverse event or third-party intervention required. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an error message was reported with the adc device. Customer reported a "failure" with a adc device. Adc customer service was able to contacted the customer. Customer stated that they had called previously to report the product issue of "replace sensor" error message and unable to obtain readings. Customer reported that there was no adverse event or third-party intervention required. Based on the information provided, there was no report of serious injury associated with this event.